Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9238939 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither a physical sample nor a picture sample was available for return, our quality engineer team was unable to complete a thorough sample investigation. At this time, based on the limited investigation results, a cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i catheter broke. The following information was provided by the initial reporter: patient comes to the oncology center for ferinject administration. When performing the first puncture attempt, when removing the guidewire, it broke the silicone of the intima catheter, damaging it and, consequently, preventing its use. There was no attempt to reintroduce the catheter at any point during the puncture. Therefore, a new puncture in another limb was necessary, with a new catheter. Info add 22/10: there was no harm to the patient and neither the need for medical and / or surgical intervention, just the need to perform a new puncture on another limb, with a new catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i catheter broke. The following information was provided by the initial reporter: patient comes to the oncology center for ferinject administration. When performing the first puncture attempt, when removing the guidewire, it broke the silicone of the intima catheter, damaging it and, consequently, preventing its use. There was no attempt to reintroduce the catheter at any point during the puncture. Therefore, a new puncture in another limb was necessary, with a new catheter. Info add 22/10: there was no harm to the patient and neither the need for medical and / or surgical intervention, just the need to perform a new puncture on another limb, with a new catheter.